Event description:
It was reported that the lead exhibited 110 ohms impedance in the unipolar configuration. The patient was pacemaker dependent. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.